Event description:
The facility's biomedical tech reported a fail code 812:02. The biomedical tech did not have info regarding whether the failure occurred during pt use or biomed testing. Additional contact info was requested but no additional contact was identified. The biomedical tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.